Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument and completed the device evaluation. Failure analysis (fa) investigation confirmed the primary failure of severely bent grip tips to be related to the customer reported complaint. The medium-large clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.032" offset at the tips. As a result, the clip could not be properly loaded on the grips. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The complaint regarding bent tips was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product not able to open the tips after the clip was closed, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged during a da vinci-assisted surgical procedure, the medium-large clip applier instrument could not open the tips after the clip was closed. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, a medium-large clip applier instrument's tip was bended, therefore, they could not open it when they close the clip. The instrument was exchanged out for another of same type. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained additional information. The instrument was inspected prior to use and no damages were noted. The reported issue occurred on the first clip application when the surgeon was attempting to clip the vessel or a tissue bundle. The customer noted one side of the tip was bent when the instrument was taken out of the patient. The customer was using weck horizon, medium-sized clips. The customer used a backup instrument to resolve the reported issue.